Manufacturer narrative:
The investigation of product damage (cannula kink) and positioning issues has been completed. The data was not returned for review. Visual inspection found a kink on can about 15 mm from if cage and can bonding site. No other issues were found on the rest of the pump. Pump ran without issue under bench test. The root cause of low flow was most likely kinked cannula since clinical team confirmed cannula kink under echocardiogram and kinked cannula found under pump analysis. The root cause of positioning issue was most likely patient movement related since physician reported that impella lost its position while they were moving the patient d9 date device returned to manufacturer added. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26638 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and post implant, same day, suction was encountered on all performance levels. The flow was only 0.2l/min. It was further noted the patient was being moved when suddenly the impella cp lost its position. Alarm triggered with displayed message "impella in ventricle." However, the physician stated in echocardiogram, the impella, neither in the ventricle, nor in the aorta could be seen. Repositioning attempted and now, at this time, the impella appeared to be stuck in the aortic valve. There was a suspected kink of the canula. The issue could not be resolved, and as the patient was noted as stable, the physician opted to explant the impella cp device. The patient was noted to be stable following the event,

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.